Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 2025239. D4. Medical device expiration date: 31 dec 2026. H4. Device manufacture date: 25 jan 2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd safetyglide¿ needles were clogged. Report 2 of 2. The following was received by the initial reporter: "when the needle is attached to a syringe, you cannot draw back any air or liquid and also cannot push the plunger. It is as if the needle is clogged. This has happened in the past but would only be 1-2 in a box. Now it is quite a few from lot # 2025239 today alone, a medical assistant tried to prepare a vaccine and had to go through 3 needles before getting one from a new lot number to work".

Manufacturer narrative:
H6: investigation summary no samples or photos received by our quality team for evaluation. A device history record review was completed for provided batch number 2025239. According to the sampling plan applied for product performance, this batch was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each lot of needles used in the manufacturing of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. It could be possible some samples are escapes from the incident that occurred during production. Corrective and preventative actions have been implemented. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle.

Event description:
It was reported that the bd safetyglide¿ needles were clogged. Report 2 of 2. The following was received by the initial reporter: "when the needle is attached to a syringe, you cannot draw back any air or liquid and also cannot push the plunger. It is as if the needle is clogged. This has happened in the past but would only be 1-2 in a box. Now it is quite a few from lot # 2025239 today alone, a medical assistant tried to prepare a vaccine and had to go through 3 needles before getting one from a new lot number to work."